Event description:
It was reported that during periodic maintenance, clinical specialist, found the water could not be cooled down. Per sample evaluation results received on 03nov2022, the root cause of not cooling was determined to be a failed chiller. The hot gas bypass was found to be stuck halfway open causing the bypass line to freeze up. The hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress and was found during repairs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could be: inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided the device history record review was not required. Labeling review was not required because labeling could not have prevented this issue. Correction: g, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during periodic maintenance, clinical specialist, found the water could not be cooled down. Per sample evaluation results received on 03nov2022, the root cause of not cooling was determined to be a failed chiller. The hot gas bypass was found to be stuck halfway open causing the bypass line to freeze up. The hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress and was found during repairs.